Event description:
It was reported that this pacemaker detected a one-time high pacing impedance measurement which triggered a lead safety switch to unipolar configuration. The safety switch is dated 13-july-2023, and the leads are non-boston scientific product. The patient reported dizziness after the safety switch occurred. The health care professional (hcp) was not aware of the safety switch as the patient was not set up on the latitude remote patient monitoring system. The device was reprogrammed to bipolar again, and there were no signs of lead issues during in-clinic troubleshooting. No events with noise. Threshold is stable and normal as is the sensing amplitude. The patient is now connected to latitude and red alerts are appropriately set. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this pacemaker detected a one-time high pacing impedance measurement which triggered a lead safety switch to unipolar configuration. The safety switch is dated (B)(6) 2023, and the leads are non-boston scientific product. The patient reported dizziness after the safety switch occurred. The health care professional (hcp) was not aware of the safety switch as the patient was not set up on the latitude remote patient monitoring system. The device was reprogrammed to bipolar again, and there were no signs of lead issues during in-clinic troubleshooting. No events with noise. Threshold is stable and normal as is the sensing amplitude. The patient is now connected to latitude and red alerts are appropriately set. No adverse patient effects were reported. This product remains in service.